Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon size 4 cr femur; cat# unk_jr; lot# unknown, triathlon size 3 primary baseplate; cat# unk_jr; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The rep provided additional information for a left knee revision on (B)(6) 2019. Exam notes indicate that after implantation, the patient had a manipulation under anesthesia in (B)(6) 2017. The rep provided the primary operative report, exam notes, and surgeon note and reported that no further information will be available.